Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump over delivered at least 20 insulin units causing him hypoglycemia. The paramedics were called and the customer was also treated with food, glucose tablets and glucagon shot. Blood glucose at the time of incident is unknown; current reading was 80 mg/dl. The drive support cap is normal. Customer was disconnected during the rewind/prime. The reservoir was showing the same amount of insulin as shown on the status screen and the settings are accurate. Device was not exposed to a magnetic field. He sent an email on (B)(6) 2015 and stated that he received a motor error alarm about two weeks prior and arranged the replacement but continued using the old one. Customer stated that prior to the low blood glucose event, the insulin pump went blank and the buttons would not respond; he changed the battery and reconnected it after it turned on. He has discontinued the use of the device and would discuss the issue with the doctor.